Event description:
(B)(4). I'd gotten essure placed (B)(6) 2011. I was told by the inserting doctor it was safer than tubal ligation and that it was noninvasive and reversible. He told me that 2 "copper" coils would be placed in my fallopian tubes, my body would create scar tissue around them, and I wouldn't have any side effects because it is not hormonal. After my initial visit with him, I came home and tried to find some reviews online. I didn't find any negative information at that time so I opted into getting essure. After getting essure placed, I started spotting and cramping, which is "normal" I'm told. I was told I could return to work the next day. I never was able to return to work. I started experiencing random sharp pains in my pelvic area and my anus. I started having intermittent bleeding randomly when I sneezed or when I wore a belt. Then came the heavy debilitating menstrual cycles. My cycles were too heavy to leave the house on day 2 and 3 of my period. I had to wear both a super plus tampon and an overnight maxi pad and but would have to be changed within the hour every hour. I started bleeding golf ball sized clots. My menstrual cycles drained me of my energy so bad that it would take the whole month to recover and then it would be time to go through the cycle all over again. I had extremely painful ovulation in which my colon felt like it was being put through a meat grinder. This was only the beginning. At this point, I'd lost my career as a nurse and I was starting to lose my family. One morning I woke up an none of my clothes fit me the same, my abdomen became very distended and it would stay that way for almost 4 years. I became depressed and started isolating my self from friends and family. I became moody. There were times when my children needed my help or wanted me to play with them and all I could do was watch them grow up in front of my eyes from my couch. I gained 50 pounds. I was having constant migraines. I've been to the emergency room a few times for chest pains. I was recently diagnosed with type 2 diabetes which is also a side effect of low vitamin d levels which is also associated with essure. My vitamin d levels were dangerously low. On top of all that, my memory had gotten really bad. I've had a total of 6 teeth pulled and my eyesight drastically declined. The last four years were the worst four years of my life. My situation didn't change until (B)(6) 2015. I had a total hysterectomy and bilateral salpingectomy. I am now four weeks post op and I feel better than I've felt in years. I've lost 13 pounds and I have way more energy. Now I can be an effective wife and mother. I still have some pains due to damage caused by essure but not like before. I no longer get lightheaded, dizzy, and short of breath just by walking up the stairs. My abdomen is no longer bloated and distended. I feel that doctors aren't trained well enough to insert essure and there should be surveys and tests to see if a person is a likely candidate to get essure. Better yet, essure should be pulled off market. I have an allergy to nickel and I had pelvic inflammatory disease when I was 17 so my doctor should have known that I shouldn't have gotten essure.